Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy procedure performed on (B)(6) 2025. During the procedure, the first ligature was fired normally. When the second ligature was fired, the last one was inadvertently released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter first name and initial reporter email) has been updated with the additional information received on october 23, 2025. Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an upper digestive endoscopy procedure performed on (B)(6) 2025. During the procedure, the first ligature was fired normally. When the second ligature was fired, the last one was inadvertently released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.